Event description:
During a remote follow-up, episodes of post-paced t wave oversensing were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that additional episodes of post-paced t wave oversensing were observed on the device. The device was reprogrammed to resolve the event. The patient was stable.